Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopiantube(s) / perforation by the device") in a 36-year-old female patient who had essure (batch no. 50500531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 5 years 8 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: 01-aug-2009 & 20-jul2010. Earliest date was captured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure. Company causality comment . Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / perforation by the device / perforation (fallopian tube(s)) right tube") in a 30-year-old female patient who had essure (batch no. 50500531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included bmi. Concomitant products included ascorbic acid;biotin;calcium carbonate;calcium pantothenate;calcium phosphate dibasic;cholecalciferol;folic acid; magnesium stearate;nicotinamide; phytomenadione; pyridoxine hydrochloride;retinol acetate; riboflavin; stearic acid; thiamine mononitrate;tocopheryl acetate; vitamin b12 nos (boots multivitamins) since (B)(6) 2012 and ibuprofen since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 2 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain / pain / pelvic aea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced back pain ("lower back area pain"), groin pain ("groin pain") and flank pain ("sides pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression, headache, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, back pain, groin pain and flank pain was resolving. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, groin pain, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010. Earliest date was captured. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression, anxiety. Migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, lower back area pain, groin pain, sides pain. Outcome of event vaginal haemorrhage, menorrhagia, fallopian tube perforation update from unknown to recovering / resolving. Onset date of event menorrhagia, vaginal haemorrhage, pelvic pain were update. Treatment and concomitant drug added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopiantube(s) / perforation by the device") in a female patient who had essure (batch no. 50500531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010. Earliest date was captured. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet received. Event vaginal bleeding, menorrhagia & device monitioring procedure not performed were added. Previous event uterine perforation updated to fallopian tube perforation. Lot number added. Reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopiantube(s) / perforation by the device / perforation (fallopiantube(s)) right tube') and uterine perforation ('uterus perforation') in a 30-year-old female patient who had essure (batch no. 50500531) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's previously administered products included for an unreported indication: depo-provera. Concomitant products included ascorbic acid;biotin;calcium carbonate;calcium pantothenate;calcium phosphate dibasic;colecalciferol;folic acid;magnesium stearate;nicotinamide;phytomenadione;pyridoxine hydrochloride;retinol acetate;riboflavin;stearic acid;thiamine mononitrate;tocopheryl acetate;vitamin b12 nos (boots multivitamins) since (B)(6) 2012 and ibuprofen since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety/ mental anguish"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 2 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced pelvic pain ("persistent pelvic pain / pain / pelvic aea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("lower back area pain"), groin pain ("groin pain") and flank pain ("sides pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (bilateral salpingectomy - laparoscopic). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, anxiety, depression, headache, migraine, nausea, fatigue, weight increased and alopecia was resolving, the uterine perforation outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, groin pain and flank pain had resolved. The reporter considered alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, flank pain, groin pain, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2009 & (B)(6) 2010. Earliest date was captured. Patient received treatment for events- pelvic pain female, uterine perforation , fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- uterine perforation. Outcome of the previously reported events pertaining to pain and bleeding was updated to recovered/resolved. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.